Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5165783 h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that a wearable failure occurred. Date of event is an approximation. Due diligence was not attempted as the reporter's details were not able to be identified. The unknown patient experienced wearable failure after which they experienced a hypoglycemic event. On (B)(6) 2025, the day of the event the patient's husband woke up and noticed the patient was stumbling around the house and talking ¿nonsense¿. The husband checked the blood ¿glucose reading¿, and it was ¿in the 40´s¿. The husband assisted the patient with treatment, but no specific treatment was reported. The patient recovered after treatment and no further treatment was reported to have been needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.